Manufacturer narrative:
Investigation summary 13 samples received for investigation, test were performed including leakage, missing components, such as barrel, plunger, stopper, and molding defects affecting functionality and or safety of the final product. One sample was observed to have plunger damaged, however leakage test results were compliant. During the batch history review no records of quality notifications that could cause leakage problems were observed, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked. This occurred on 6 occasions before use. The following information was provided by the initial reporter: material no: 309657 batch no: 9015820. It was reported that six syringes were found to be leaking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip leaked. This occurred on 6 occasions before use. The following information was provided by the initial reporter: material no: 309657 batch no: 9015820. It was reported that six syringes were found to be leaking.